Manufacturer narrative:
The device was returned and the evaluation found the image was not displayed due to damage on the (ccd) charged coupled device, and the screen was not marking due to a connection error (sandstorm). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the laparo-thoraco videoscope had a screen that did not appear, and also had a sandstorm. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely phenomenon 1 "static image appeared" and phenomenon 2 "the screen went all black without image shown" was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit (ic) chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state:¿ chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event". Olympus will continue to monitor field performance for this device.